Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 29mm navitor valve was successfully implanted in a patient. The patient had a baseline of sinus rhythm. On (B)(6) 2022, the patient presented to the emergency department with complaints of dyspnea. Atrial fibrillation and renal failure were diagnosed and the patient was given bisoprolol enoxaparin. No pacemaker or cardiac ablation required. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of atrial fibrillation was reported. Information from the field indicated the patient had no history of arrhythmia and that the valve was working as intended. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported atrial fibrillation could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.